Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen making it hard to read the display, cracks on the reservoir compartment, act button was hard to press, louder and slower rewind process, had a no delivery, motor error, and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device was received with a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at the reservoir tube window corner. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected battery power loss noted. Also, no e or a code error, rewind anomaly, motor error alarm and a33 alarm noted during the testing. Device primed properly. However, device was received with loud motor noise during rewind due to faulty motor. Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. No button error alarm during testing. (B)(4).